Event description:
There was no pt involvement in this event. The device malfunctioned due to the speaker not working.

Manufacturer narrative:
This device was returned and refurbished for a different problem on (B)(6) 2009. The pad device appears to have failed a self test on (B)(6) 2010, due to a low battery. The pad-pak was replaced on several occasions in 2010 and finally in 2011 and was manually turned on and off. The problem with the speaker was concluded to have developed over time. The user was alerted to the problem by the lack of speech prompts. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.